Event description:
Issue discovered before procedure. The surgical patty packet is supposed to have 10 patties, but this packet has 20 inside.

Manufacturer narrative:
Upon completion of the investigation the manufacturing documentation was reviewed for any variations in current process and no variations were found. The operator placed 2 cards in the same pouch and machine sealed the package. The operator that was placing the finished product in the box didn't notice the additional pattie card in the pouch and placed the pouch in the box. A training of all the operators was done to inform them of the complaint. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.